Manufacturer narrative:
H6. Investigation results - the most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this is not confirmed, the devices were not returned. These devices are used for treatments, not diagnosis. There is no other information available.

Manufacturer narrative:
D10: concomitants: (B)(6). 164-01-10 - element-stem, collarless w/ha, std offset, sz 10. (B)(6). 170-36-93 - biolox delta femoral head 36mm od, -3.5mm. (B)(6). 180-01-52 - nv crown cup clstr hole 52mm group 2. Pending investigation.

Event description:
As reported via legal documentation the patient had a right hip replacement on (B)(6) 2015. Approximately 8 years after the initial procedure the patient had a right hip revision on (B)(6) 2023. During the (B)(6) 2023, revision surgery, it was found that the polyethylene failed, had an excessive amount of wear, and was degrading/shedding polyethylene debris that caused pain, and osteolysis, and tissue damage. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
A1, a2, a3, a6 added patient information, h6: added clinical codes.

Manufacturer narrative:
Based on the available information, the patient meets the following risk criteria for early prosthesis wear and/or osteolysis: implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used, and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear and osteolysis may have been a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. H6: corrected health effect, component, and investigation clinical codes.